Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested further review of this pacemaker stored signal artifact monitor (sam) episodes. Upon review, ts observed that the minute ventilation (mv) feature had been disabled due to oversensed noisy signals. It was noted that the patient was having a procedure done at the time the noisy signals were recorded. It was believed that the cause of the noisy signals to be due to electromagnetic interference (emi). Ts discussed troubleshooting options with the hcp. At this time, the pacemaker remains in service. No adverse patient effects were reported.